Event description:
For the first case of the day, the user reported that the reservoir bag became depleted. The user increased flows; however, this did not help condition. The user found that the condition was related to the vaporizers; however, was unable to address the condition. The machine was replaced to complete the case. No patient injury. Further evaluation by facility staff after the case found that the stud for the selectec vapor mount was missing causing the vaporizer to be improperly mounted to the device. When the user turned on the vaporizer, the leak condition occurred.

Manufacturer narrative:
H.3 as reported, facility staff discovered a stud from the vapor mount system was missing causing the vaporizer to be improperly mounted. A pre-use checkout, as described in the operator's manual, advises the user to verify the mount of the vaporizer and would allow the user to recognize the condition prior to use.